Event description:
A home pt's nurse contacted baxter's quality assurance department to follow-up with a product specialist regarding a system error 2240 alarm situation that occurred in january 2004. The home pt's nurse reported that the home pt was diagnosed with peritonitis 13 days after the alarm situation. Reportedly, the home pt presented to the clinic with cloudy effluent. Effluent cultures were taken at that time and the pt was diagnosed with peritonitis. The home pt was initially treated with vancomycin 2g intraperitoneal (ip), and ceftadine 2g ip. Two weeks later the pt was prescribed levaquin 250mg, orally, once daily for 3 days and vancomycin 1g ip. Subsequently, the pt was given vancomycin 1g ip at two days, vancomycin 2g ip 2 days later, vancomycin 1g ip after three days and a final dose of vancomycin 1g ip after four days. The home pt's nurse reported no known origin for the diagnosed peritonitis. Based on a lack of symptoms, the home pt's nurse concluded that the pt has fully recovered from the infection.